Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked, there was a twist in the imaging window, and imaging core windup 10.9 cm from the lap joint section. Impedance testing showed an electrical open in the proximal catheter 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 22mar2024. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but during the procedure, the image was lost. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. However, device analysis revealed the imaging window was twisted.